Manufacturer narrative:
Initial.

Event description:
It was reported that a user with a freestyle libre 3 sensor experienced a pairing failure that resulted in no blood glucose readings until the agent assisted with rescanning, after which glucose data appeared and normal function resumed. No adverse clinical symptoms reported. Outcomes included no reported impact on health or activities and no alerts or alarms. User support included guided troubleshooting and user education performed remotely. Investigation of this case revealed that the issue resolved with sensor rescanning, consistent with a temporary connectivity or pairing interruption between the sensor and the reading device. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient connectivity.